Event description:
It was reported that the patient's device was found to have high impedance upon system diagnostics being performed. Attempts were made to obtain lead information however no information has been received to date. No surgical intervention has occurred to date.

Manufacturer narrative:
B6 relevant tests/laboratory data, including dates , corrected data: initial report did not provide the output status and dcdc code. D4 model #, corrected data: initial report indicated model # as "30x-unk" which should have been indicated as ni. D6 implant date, corrected data: implant date was incorrectly stated as na in the initial report.

Event description:
It was reported that the patient underwent a full revision. The lead was discarded after the surgery. No further relevant information has been received to date.